Manufacturer narrative:
Additional information: the stent was retrieved due to device failed to cross the lesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was reported that during a procedure involving one onyx frontier drug eluting stent, stent dislodgement occurred upon retrieval of the device. The lesion being treated was calcified, tortuous and located in the left anterior descending (lad) artery. The device was inspected prior to use with no issues. The device was prepped per IFU with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted advancing the device, and was noted during attempted withdrawal of the device. An attempt was made to use a 1.25 balloon to help retrieve device, unsuccessful. The stent was crushed against the wall of vessel with another stent. Patient sex and age provided. Device lot number provided. Initial reporter name and phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving an onyx frontier drug eluting stent, stent dislodgement occurred during delivery to/at the lesion. The stent stripped of the catheter. It was attempted to remove the dislodged stent with a snare but the dislodged stent was unable to be removed and remains implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.